Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, broken edge on the plug strap, and brown mold-like appearance. Leak test and microscopic analysis were performed which identified one sharp crease opening on the posterior and sharp broken edge on the plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was one sharp crease opening on the posterior due to fold flaw opening, and a sharp broken edge on the plug strap due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device was implanted after expiration date. Device remains implanted.